Event description:
It was reported by a customer on (B)(6) 2011 the fiber cap detached at 86,5000 joules. Awaiting a reply from customer if the fiber tip was retrieved. No patient injury was reported.